Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: as reported, during a transcatheter aortic valve replacement (tavr), an unspecified micropuncture dilator separated in the patient and had to be removed with a snare. Access was obtained in the femoral artery and the device was used to facilitate placement of a larger wire. The access site was reportedly normal and resistance was not encountered. No ancillary device was used with the micropuncture set, and kinking was not reported. Upon removal of the dilator, it separated in the patient. The separated portion of the dilator was unable to be located with fluoroscopy. The physician completed the tavr and the patient then underwent a CT without contrast to locate the separated portion. The separated portion was then removed using an unknown snare. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned packaging confirmed that one micropuncture introducer was returned for investigation. There was biomatter noted on the device. The introducer was separated into two segments mid-way on the shaft. The proximal segment measured 4.7cm, with a slightly flattened separation end. The distal segment measured 7.5cm. There was a kink at 3.2cm from the separation, and the separation section appeared slightly frayed and flattened. There were no issues with the distal end hole. From the previously noted kink to 4mm before the distal tip, the tubing was slightly flattened. No other issues were identified. A document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews, of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Through these reviews, cook has concluded that there are sufficient quality control checks during manufacture to identify damaged units prior to shipment. Based on the limited information provided and the examination of the returned product, investigation has concluded that a root cause for this failure could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. Occupation: unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr), an unspecified micropuncture dilator separated in the patient and had to be removed with a snare. Access was obtained in the femoral artery and the device was used to facilitate placement of a larger wire. The access site was reportedly normal and resistance was not encountered. No ancillary device was used with the micropuncture set, and kinking was not reported. Upon removal of the dilator, it separated in the patient. The separated portion of the dilator was unable to be located with fluoroscopy. The physician completed the tavr and the patient then underwent a CT without contrast to locate the separated portion. The separated portion was then removed using an unknown snare. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.